Event description:
Litigation papers allege that patient was implanted with a depuy asr hip on her left side in (B)(6) 2007 (medical records show (B)(6), 2007). Patient has experienced discomfort and pain in her hips, groin, and leg. It has become increasingly painful for her to walk, move her legs, and rise from a seated position. Additionally, it is alleged that patient will undergo a revision surgery sometime in 2011. (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.